Event description:
Caller reported experiencing multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin therapy. Additionally, they were educated about using the cartridge within a 72-hour window and acknowledged this guidance.